Event description:
It was reported that the bd medium 1/8" hemovac drains historically had no issues, but over past month or two, customer have observed an increase in complications-most notably drain clogging. Today, customer had to return a surgical patient to the or for an epidural hematoma directly linked to a clogged hemovac drain. We¿ve attached a photo of the affected drain and recent documentation from our pas regarding duplicate drain usage postoperatively. While we haven¿t tracked lot numbers yet due to the recency of the issue, we¿ve contacted other campuses to see if they¿re experiencing similar problems and are awaiting their feedback. In the interim, dr. (B)(6) will be switching to 15 fr. Jp drains until we can better understand and resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd medium 1/8" hemovac drains historically had no issues, but over past month or two, customer have noticed an increase in complications-most notably drain clogging. Today, customer had to return a surgical patient to the operating room for an epidural hematoma directly linked to a clogged hemovac drain. Customer has attached a photo of the affected drain and recent documentation from their staffs regarding duplicate drain usage postoperatively. While customer has not tracked lot numbers yet due to the recency of the issue, customer has contacted other campuses to see if they are experiencing similar problems and awaiting for their feedback. In the interim, dr. (B)(6) will be switching to 15 fr. Jp drains until we can better understand and resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided a DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd medium 1/8" hemovac drains historically had no issues, but over past month or two, customer have observed an increase in complications-most notably drain clogging. Today, customer had to return a surgical patient to the or for an epidural hematoma directly linked to a clogged hemovac drain. We've attached a photo of the affected drain and recent documentation from our pas regarding duplicate drain usage postoperatively. While we haven't tracked lot numbers yet due to the recency of the issue, we've contacted other campuses to see if they're experiencing similar problems and are awaiting their feedback. In the interim, dr. (B)(6) will be switching to 15 fr. Jp drains until we can better understand and resolve the issue.